Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6)product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that ever since they got their implanted battery replaced, the equipment has given them nothing but problems. Caller stated when they first got it, it was wonderful and connected right away, but now they can't get a signal. Caller stated that additionally the recharger is overheating and will burn their back if they don't have something in between. Caller noted the heating up started about a week ago. Caller commented that the spot that gets hot is where the cord goes into the paddle. Caller added that they can't even tell if the controller is charging because it just says "no device found" and never goes to the battery levels screen. Caller stated they haven't been able to charge the implant in 4-5 days, and their back really hurts. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed the green light was blinking. Agent reviewed with caller the controller is charging and appears to be working as intended. Agent reviewed the green light as an indicator for charging, and the "no device found" message. Caller denied any visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information received from the patient. Pt got new recharger (rtm) and went to charge ins and it is stuck on checking the recharger. Pt tried resetting controller which didn't resolve. Controller port looks intact. Pt says they haven't charged themselves in about 5 days are in pain. Emailed repair to send new controller.